Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on (B)(6) 2021, leakage of the medication occurred and the catheter was detached from the catheter connector. Therefore, the device was removed from the patient¿s body on (B)(6) 2021. There was no reported patient injury.